Manufacturer narrative:
Additional information was received by smiths medical, and attached on (B)(6) 2021. That the event occurred prior to use.

Manufacturer narrative:
Returned device was received in good physical condition. The top case was chipped in the front corner. The plunger assembly would not move when the lever was pressed. No evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be replicated. The plunger rod was not installed into the clutch am and the cam was not installed properly in the carriage. The customer assembled it incorrectly. The clutch assembly was reassembled to resolve the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump had an arm that will not move. There was no reported adverse events.